Event description:
Philips received a complaint on the v60 indicating that the there was a misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found during periodic maintenance. No patient or user harm was reported. The manufacturer's product support engineer (pse) evaluated the device and found that there was a misalignment in the touch position. The pse calibrated the touchscreen, but the issue remained. The pse therefore replaced the touchscreen, confirmed that the software version was 3.20, conducted a comprehensive inspection, cleaned the device, performed functional testing, and verified that the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: e1: (B)(6). Japan: (B)(6).

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, and the failure was confirmed. The technician verified that the touchscreen failed all flex cable resistance verification tests, confirming the touch position misalignment. The touchscreen, therefore, did not meet the acceptance criteria.